Event description:
Additional information was received. Patient reported they do know not the cause of the device moving but they were pushed down on the street. However, that did not seem to affect it at the time. Patient reported they were having surgery to reposition everything and hoped it would resolve the pain. Patient reported their physician was 'flabbergasted' that it had moved. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported the "main unit" (ins) has moved down and over about 3 inches from where it was and the patient's back is hurting a little in that area. Patient said they were assaulted and pushed to the street before this, but after having a CT scan, it did not show any anomalies with the implanted system. Patient says the ins movement and pain started later. Patient will follow up with their healthcare provider (hcp). Additional information was received from the healthcare provider (hcp). Hcp thinks the cause of the ins movement and pain was due to a patient fall on the buttocks in (B)(6) 2016. The diagnostics performed related to the ins movement and pain was palpating the area where the ins is, and as a result, pain was produced. The action/intervention that will be taken is the patient will undergo a urologic evaluation. Afterwards, the patient will return to the clinic for either a removal or replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.